Event description:
The hospital reported reverse flow during pre-use checkout causing loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed via phone. The flow sensor was ordered for replacement to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).